Event description:
Reportedly, the patient was found in his bed around 4:00 am on (B)(6), reanimation was not successful. It should be noted the patient underwent an upgrade to crt device on (B)(6) 2012 and was still in hospital on (B)(6). The ICD device was interrogated post-mortem and reportedly, very small ventricular amplitudes were observed in recorded episodes and shocks were delivered. An explanation is requested.

Manufacturer narrative:
(B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.